Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified cephalic vein. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was advanced for dilation. However, during the fourth inflation at 8 atmospheres, a leak was noted from the tip of the balloon and the balloon ruptured. The device was removed, and the procedure was completed using this device. No complications were reported, and the patient was in good condition post-procedure.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. The balloon was inflated, and a leak was noted 1mm proximal from the distal balloon bond. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified cephalic vein. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was advanced for dilation. However, during the fourth inflation at 8 atmospheres, a leak was noted from the tip of the balloon and the balloon ruptured. The device was removed, and the procedure was completed using this device. No complications were reported, and the patient was in good condition post-procedure.